Event description:
The patient reported feeling a little jolting sensation when walking into department stores. She noticed this in the last three to four months prior to (B)(6) 2016. She had an appointment scheduled with her healthcare provider (hcp) in a month. The patient&#38112;indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported to resolve the jolting sensation they talked to specialist on the phone, and they noted it was probably just due to changes in security setting. The patient noted they have an appointment on (B)(6), the patient added it was delayed due to their class schedule. The patient stated they have an other form to fill out and there no need to send a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.